Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to cutting of the bending section cover due to external factors. Additional issues were identified. White scratches were on the image. The bending section cover adhesive was missing. The operating part was cracked due to external factors. The video connector and video connector case were cracked due to external factors. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the bending section cover on the endoeye flex deflectable videoscope had a tear. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive on the objective lens had peeled off. This report is to capture the adhesive on the objective lens had peeled off noted at estimation.

Manufacturer narrative:
Updated fields: adverse event problem and additional manufacture narrative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the glue of objective lens peeled off due to stress of repeated use, external factors, or handling. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.